Manufacturer narrative:
Event date: 2013. Explant date: 2013. Model number/catalog number: sc-8216-70, serial number:(B)(4), batch/lot number: 14694052, model/catalog description: artisan lead 70 cm. A review of the manufacturing documentation for ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information can be obtained.